Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a thoracotectomy-left procedure that after 1st firing, manual release was pressed. The closing trigger remained in the "closed" position. Because jaws of instrument were open, 2nd reload was inserted and handed to surgeon. Without realizing the closing trigger was already activated, the surgeon activated the instrument and therefore staples were not all formed properly. Surgeon was able to stop bleeding. There was no patient consequence.